Event description:
It was reported by service report that the stretcher surges while in zoom mode. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: load cell.